Event description:
A peritoneal dialysis (pd) patient's husband reported finding a fluid leak from the patient line connector. The patient has alzheimer's disease and removed the cap from the connector end allowing fluid to escape. He stopped treatment. Set her up with new supplies and completed treatment. He was advised to contact the patient's pd nurse. The set was discarded. During follow-up the patient's pd nurse reported that her effluent has remained clear. She has not had any signs of infection. She was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.